Event description:
Caller reported that the insulin gauge displayed an amount different than expected. There was no adverse impact on the customer¿s blood glucose level. Reportedly, the customer was reusing cartridges.